Event description:
On (B)(6) 2023, a patients underwent endovenous radiofrequency obliteration of bilateral saphenous veins. On (B)(6) 2023, the patient presented for a follow up assessment post procedure. An ultrasound was performed, and a foreign object was identified. The patient underwent a surgical procedure to remove the retained foreign object. It was identified the covidien closurefast micro introducer catheter was displaced from the hub resulting on an unintended retained foreign object.